Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3641sp sp 2.6 mm knotless fibertak suture started to fray. It was thought best to remove it and place a new anchor. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 10/03/2025: the ar-3641sp sp 2.6 mm knotless fibertak suture was breaking, but all pieces were retrieved from the patient. The case was completed using ar-3641sp self-punching knotless 2.6 fibertak anchor. The surgery was not delayed, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h3, h6, based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to prying/leveraging the device during insertion.

Event description:
Additional information was received on 10/08/2025: this occurred during a remplissage procedure on (B)(6) 2025.